Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the paddle switch to increase the energy level actually decreased the energy level, and the paddle switch to decrease the energy level actually charged the defibrillator. In addition, the charge button on the paddle set activated the recorder, and when the recorder on/off switch was depressed the device displayed a "defib not charged" message. The complainant indicated that there was no patient involvement in the reported malfunction.